Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2025-04082.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.